Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot numbers of other devices listed in this report: cat# 6302-5-034, lot# bajfa, description: sys 12 26mm neu duratn ins p4. Cat# 6265-2-105, lot# cbjea, description: citation at left hip stem #5. Cat# 6260-5-026, lot# 0040361, description: 26mm -3 v40 taper vit head. Cat# 5260-4-000, lot# cauwg, description: osteolock apical plug. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "pt is experiencing pain and would like to know if implants were subject to recall."